Event description:
It was reported to boston scientific corporation that the patient was implanted with a prefyx prepubic sling system during a procedure on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, some mesh was visible at a follow-up appointment in (B)(6) 2008; however, no removal was performed. At a second follow-up appointment, the patient reported experiencing constant stress urinary incontinence (sui) which was more severe than the sui she had experienced prior to the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.